Event description:
During treatment, the clamp broke in half. The doctor removed the fixator since the patient was at the end of treatment. The treatment site (1st metatarsal and cuneiform-naviclar joint) was not compromised.